Event description:
During a pathfinder surgery of l4-l5 in 2007, the screw driver would not hold the screws. No extension of surgical time and no reported patient injury.

Manufacturer narrative:
Investigation is pending return of product.